Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated the patient went to the emergency room on (B)(6) 2016 for severe chest pains. The patient stated that her nurse had advised her that it was probable that air filled into her peritoneum during treatment. During follow-up with the patient¿s nurse she confirmed that the patient was admitted to the hospital on (B)(6) 2016. The cardiologist informed patient that her cardiac enzymes were negative which had caused the alleged pain. Patient¿s nurse stated she was not aware of patient experiencing air in the peritoneum. Patient¿s nurse stated she did not think the alleged chest pains was related to patient¿s pd treatment. The patient was treated for the negative cardiac enzymes and the chest pains had resolved.

Manufacturer narrative:
Additional information: device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification. There is no documentation in the file that indicates a possible allegation against liberty cycler and the relationship to the episode of severe chest pain and subsequent hospitalization.